Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation 06/24/2021. An investigation was conducted on 07/07/2021. The harvesting device was not returned for evaluation. The cannula was observed. Signs of clinical use and evidence of blood was observed on the tip of the c-ring. The c-ring was observed to be intact, however the scope wash plastic part was observed to be detached from the c-ring body. At the base of the c-ring where the scope wash tubing is attached it is appeared to be slightly melted. The detached scope wash tubing was not returned for evaluation. Based on the non-return of the harvesting device, the reported failure "material twisted/bent wire" was not confirmed. Based on the evaluation of the returned cannula, the analyzed failures "c-ring break" as well as "detachment of device or device component" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire on the jaw came loose. The wire did break but did not fall in the patient. A replacement device was used to complete the procedure. No effects to the patient.